Event description:
It was reported that the user experienced hyperglycemia while using the ilet system, with a recorded glucose of 433 mg/dl, leading to use of subcutaneous insulin by pen and completion of troubleshooting and education. Symptoms included high blood glucose. Outcomes included significant impact to the user that required self-treatment. Investigation included review of available information and troubleshooting guidance with the user. Investigation of this case revealed no device malfunction identified based on the information provided. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.